Event description:
It was stated that the insulin pump had a blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolation tape and making contact to the battery tube positive side.